Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed on stored egm. Myopotential oversensing was suspected. The oversensing was not reproducible in clinic. The notifier was re-enabled and the patient will continue to be monitored. Patient is doing fine.